Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen g5 mobile application display screen occurred. No product was provided for investigation. Data was not provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.